Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.

Event description:
The customer reported that this unit only outputs 10ma-30ma in pacing mode. There was no report of patient involvement.